Event description:
Procedure type: tubal ligation. According to the reporter: upon placing the trocar into the patient under a 5mm laparoscope visualization, the white plastic washer contained inside of the cannula/sleeve responsible for maintaining pneumo, was pushed out through the trocar and into the cavity of the patient. The washer was then retrieved and another trocar opened. The trocar was replaced with another 5mm versaport optical trocar and used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).